Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during surgery, a loop 'exploded', which caused damage to the telescope and the inner sheath". Regarding the incident, the fragment of the bakelite component did fall into the patient's body but was successfully retrieved using forceps. No death or (unanticipated) serious deterioration in state of health reported.